Event description:
Reportedly, when the protack device was opened, the handle could not be squeezed and the device was jammed. It was further reported that something dropped from the device inside the abdomen which would not be found again. It was also reported that the device did not deploy any tacks.